Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the tubing is cracking at the female luer end and fluid leaks out. A clave valve is attached to the venous access and the tubing is attached to the clave. The clave is swabbed with alcohol before attaching the tubing. No report of pt harm or medical intervention. Although requested, customer stated that no further patient/event info is available.